Manufacturer narrative:
Add'l review determined that conclusion code no longer applies to this event. Add'l review determined that conclusion code applies to this event.

Manufacturer narrative:
Concomitant medical products: product ID: 355531, lot# n558876, product type: screening device. (B)(4).

Event description:
The manufacturer's representative (rep) reported the healthcare provider (hcp) was doing a trial procedure and there were product problems. The amplitude was up to 10.5 and the patient felt no stimulation. The rep suggested to the hcp to wipe the tail of the lead off and re-seat it in the multi-lead trialing cable (mltc). An impedance check was performed and all impedances were greater than 10000 ohms. The hcp wiped off the tail of the lead again and placed in back in the mltc, but this time in the 8-15 slot. Still, the patient felt nothing and impedances were greater than 10000 ohms. The circulator opened a new mltc and they tried that one. Still, the patient felt nothing and the impedance reading was over 10000 ohms. The hcp agreed to replace the lead. The only back-up lead to rep had available was a permanent lead. The new lead was placed and plugged into the mltc and the patient received excellent stimulat on. Equipment malfunction led to the event and the patient could not feel stimulation and all impedance readings out of normal range. First the mltc was replaced and then the lead. Surgical intervention occurred. It was noted the hcp told the patient that the lead was replaced because he was not feeling any paresthesia. The hcp told the patient it may have been a result of him being on his stomach as sometimes people did not feel it unless they were on their back, but he did not want to take any chances so he changed out the lead. At the time of the report, the issue was resolved. The patient was having a successful trial.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (s/n (B)(4)), found foreign material on the distal end of the electrode. The major contaminant on the electrodes was a bisphenol-a type epoxy. An amide wax was detected which was also found on the plastic bag that held the sample. Calcium stearate and protein, probably skin flakes, were also detected. Abnormal impedances were measured on all circuits and electrode pair combinations.